Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) implanted, received multiple shocks due to noise being oversensed from a right ventricular (rv) lead fracture and was brought to the emergency room (ER). The field representative was called in to the ER and the ICD was turned off. The patient was then transported to another hospital to see an electrophysiologist. Additional information received from the field representative indicated that it was indeed the noise from the fractured rv lead that caused the inappropriate shocks. The therapies were not exhausted and no irreparable injury was incurred by the patient. However, the field representative did not have further information when the patient was transferred to another facility. The rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.